Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper and lower cases, two side bail covers, the ring cover and the lead flex cover were broken, the battery release and the battery drawer were contaminated, the battery contacts were compressed and the ring was missing. (B)(4).